Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for peritonitis. On an unreported date, the patient was discharged from the hospital. It was reported the patient was recovering from this peritonitis event. Pd therapy was ongoing. On an unknown date, the patient was re-admitted to the hospital for an unknown reason. Sixteen days after receipt of this report while hospitalized, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. The clinic did not receive a death certificate. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death or if the patient was recovered from the peritonitis event prior to death. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.